Event description:
It was reported that the patient has a large count of emergency backup battery (ebb) uses in the past. It was also reported that the mobile power unit (mpu) had come out of the wall several times, despite a v-lock connector being installed. However, the ac power cord did not come loose from the back of the unit. Log files were sent. Upon analysis of the log files, it was reported that the ventricular assist device (vad) and peripheral equipment were functioning as intended, and that the relative state of charge (rsoc) and the bus voltages were within normal limits. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to hospital policy manufacturer's investigation conclusion: the reported event of the ac power cord coming loose from the wall outlet was unable to be confirmed through this analysis. The controller event log file and controller periodic log file did not capture any no external power events. The controller periodic log file contained data from 16may2026 through 27may2026, the backup battery use count was noted to be 12 throughout the data. There were no notable events or alarms captured in the log files, the system appeared to operate as intended. The mobile power unit (mpu) serial number unknown, was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit could not be reviewed as the serial number of the unit was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. The IFU section 3, entitled ¿powering the system¿ the patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.